Event description:
A consumer reported experiencing injury to the cornea in both eyes after disinfecting contact lenses with a contact lens disinfecting solution. The consumer sought emergency medical help and specialist examination by an ophthalmologist. It was reported that for the first three days the consumer could not even open both eyes. After eight days of the therapy consumer¿s site is now compromised. Additional information with medical record from the ophthalmologist was received. Consumer reported that the contact lenses were soaked in solution for approximately 12-14 hours prior to use. Consumer was a frequent user of alcon contact lenses and never experienced any issue with the lenses. Contact lenses that were used when the accident happened were new and only used the day prior to the accident. First day of using them consumer didn't have any problem, but unfortunately a problem occurred after new pair in conjunction with them soaking in the lens care disinfecting solution. Consumer experienced corneal erosion, irritation in both eyes (ou), burning, blurry vision, strong blepharospasm, and epifora (excessive tears) after using contact lenses soaked in lens care solution. Consumer sought five specialist examinations by an ophthalmologist and had scheduled another visit. The consumer was treated with sodium chloride (nacl) solution six times a day and tobramycin solution six times a day and ointment four times a day. Currently, consumer was treated with nacl solution four to six times a day. Moxifloxacin solution three times a day and strong bulbar injection. Fluotest was performed and the result was positive. The current status of the consumers eyes was recovering at the time of the report. Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report is being submitted to accompany the previously submitted report on manufacturer reference number (B)(4) and it is unknown which device contributed to the event the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).